Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6)2016 @ 1:45pm. Paramedic ((B)(6)) called in stating that patient's ((B)(6)) neighbor informed them that (B)(6) was feeling lethargic and thought that (B)(6) was having a heart attack. The reading on the prodigy meter at the time of the event was 74mg/dl. (B)(6) had taken levemir 22 units and 10 units of novolog prior to seeking medical attention. Paramedics were called and arrived approximately 13 minutes after being called. Upon arrival paramedic's tested (B)(6)'s glucose with their meter but it was not known by (B)(6) the actual results, only that their results were lower than the results with the prodigy meter. Paramedic's gave (B)(6) 6 ounces of orange juice twice and a peanut butter and apricot jelly sandwich to raise her glucose level. (B)(6) was not transported to ER nor did she go on her own. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.